Event description:
Approximately 2.5 years following implant of the gore excluder bifurcated endoprosthesis, this pt was surgically converted due to a growing aneurysm. No endoleak was noted. The pt is currently doing well.